Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming with bd nano¿ ultra-fine¿ pen needles insulin did not flow. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer stated that he re-uses the needle.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that during priming with bd nano¿ ultra-fine¿ pen needles insulin did not flow. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer stated that he re-uses the needle.